Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was also reported that while most stent thrombosis occurs within a year of implantation, late or very late stent thrombosis has been shown to increase at an annual rate of 0.4% to 0.6% for up to 4 years after 1st generation drug-eluting stent deployment. No additional information was noted. The unknown promus stent mentioned in is being filed under a separate manufacturer report number. Age estimated. Majority gender. Date of event estimated as 6-month follow start date. Date of implant estimated as 6 months prior follow-up start date. Estimated therapy date. Article reviewed 05/20/2013. There were no reported product deficiencies. The reported patient effects of ischemia, thrombosis, and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This event was captured based on literature from the international journal of cardiology 166 (2013) 181-186: "six-month follow-up evaluation for everolimus-eluting stents by intracoronary optical coherence tomography: comparison with paclitaxel-eluting stents". (By: masamichi takano, daisuke murakami, masanori yamamoto, osamu kurihara, koji murai, toru inami, nakahisa kimata, takayoshi ohba, yoshihiko seino, and kyoichi mizuno. It was reported that between (B)(6) 2010, prospective intracoronary optical coherence tomography (oct) and angiographic follow-up examinations were performed for 21 patients that had received either a xience v or promus stent deployed at a mean maximum inflation pressure of 15 atmospheres 6 months prior, with stents implanted in the following coronary artery locations: left anterior descending (11), left circumflex (2), and right coronary artery (8) with 2 chronic total occlusions and 4 calcified lesions. Post-dilatation was performed with 20 of the stents. During the 6-month post-implantation follow-up, stent thrombosis was detected in (B)(4) of the patients. In-stent restenosis appeared in one patient who consequently received target lesion revascularization by balloon angioplasty because of severe restenosis with evidence of myocardial ischemia. No other major adverse cardiac events occurred during the follow-up period.

Manufacturer narrative:
(B)(4).